Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular port set screw disconnected and detached from the port of the pulse generator. The screw was retrieved and retightened. The device remained implanted. The patient would continue to be monitored.